Event description:
Adverse event(s): "no patient injury was reported" (no consequences or impact to patient). Product problem(s): "system message displayed" (device displays error message). The company sales representative reported the phaco handpiece was plugged in, a system message displayed and the system shut down. Additional information received from the nurse stated a system message displayed when the phaco handpiece was plugged in. The system was rebooted, and the case was completed as planned. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and could not duplicate the problem reported. The system message reported was found in the event log. The host module and supervisor cables were reseated. The system was then tested and met all product specifications. (B) (4). (B) (4).